Event description:
The patient contacted animas on (B)(6) 2012 and reported ok keypad button was intermittently unresponsive for two weeks and became unresponsive the day of the call. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the ok button and above the up arrow, peeling off the pump and exposing the keypad flex cable. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were found to be unresponsive. During investigation, evidence of contamination was found under all key contacts and the keypad flex cable was peeling off from the base. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.